Manufacturer narrative:
(B)(4)

Event description:
It was reported that, "there have been previous reports of cracked introducer needle hubs during central line placements." Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the distributor; however, no response or additional information was received.